Manufacturer narrative:
This is one of two complaints concerning the same patient with different reportable events. The alleged event was not confirmed by the manufacturing plant. The device was returned and investigated by the manufacturing plant under a related customer experience. The ast test failed. Motor pump b began to stall and create noise. Pump b will be replaced in production during the refurbishing process. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in regarding a supply bag (sb) blocked alarm while in dwell 2 of 5. The patient stated last night when they removed the cassette from the previous therapy they noticed fluid leaking inside the pump door and there was a pin-hole at the back of the cassette. Additional information was solicited.

Manufacturer narrative:
Correction: event date.

Event description:
"."